Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted hysterectomy, after engaging the hook of the device twice, it was noted that the hook part would not retract fully and got caught. A new device had to be opened to complete the procedure. There was no patient harm.